Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim. Upon finishing blood transfusion, opened IV pump and blood had leaked from unknown source into IV pump and dripped onto pole and floor. IV pump logged for clean.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No samples were received for investigation of complaint reference pr 13601846; however, the customer has stated, "blood had leaked from unknown source". Further information from the customer has stated that leakage was observed from the line. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this is feedback to a specific failure mode.

Event description:
No additional information.